Manufacturer narrative:
(B)(4). The condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) of a anti-reflux pca y set in which "the tubing is "cracking" near the check valve." It is unknown when the event occurred. Patient involvement is unknown at this time. The customer reports is using this for their tpn administration so the part that is cracking is being attached to the 2h6401. No additional information is available at this time.